Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that she felt something shock her when went through doors with security gates. The patient reported that they had kept ins off for a long time and it had been happening for a long time, 2009 or 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.